Event description:
Boston scientific received information that this device and the implanted right ventricular (rv) lead were associated with a remote monitoring alert for a low out-of-range shock impedance measurement. A boston scientific field representative reported the measurement could not be reproduced clinically with isometric exercises and device pocket manipulation. A boston scientific technical services consultant (ts) discussed the possible use of additional isometric exercises or a synchronized maximum energy shock, and the possible effect of electromagnetic interference (emi) on the lead measurement test results. No adverse patient effects were reported.

Manufacturer narrative:
The representative reported that subsequent clinical investigation, including isometric exercises, showed normal impedance measurements. The patient was referred to his electrophysiologist for additional testing. The patient was induced and successfully converted with a full-energy shock. The resulting shock impedance measurement was normal. There had been no subsequent low measurements subsequently recorded. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.